Event description:
Cataract surgery with istent implantation in the patient's right eye was uneventful. At the one day postoperative visit the patient's iop was elevated and the surgeon suspected that there may have been retained viscoelastic. On (B)(6) 2015, the patient's iop increased to 45 mmhg. The patient's preoperative iop in this eye was 25 mmhg and the patient had pre-existing pigmentary glaucoma. One week postop, the iop increased to 50 mmhg on no medications. Several glaucoma medications were added, paracentesis was performed, and iop deceased to 30 mmhg. There has been no visual field loss. The patient is under observation and additional information has been requested. The etiology of the iop elevation is not known, but may be related to an inflammatory response.

Manufacturer narrative:
The device remains implanted in the patient and is therefore not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iop elevation and paracentesis are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).